Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system is oversensing resulting in non-sustained episodes. The physician was unable to reproduce the oversensing. In may 1998, cpi received additional information tha the ICD and lead system was oversensing again. January 1999 cpi received additional information that the patient was found to have died an unwitnessed death. It was reported that review of the episoded detail stored in the ICD noted agonal rhythms with some possible ventricular undersensing. Review of the episode detail at cpi noted the ICD was not undersensing, but properly sensed all activity.